Event description:
While a percutaneous nephrolithotripsy was in progress, the metal ultrasound probe broke in the kidney. A fracture occurred in the metal shaft approximately 3 inches from the distal tip. The broken tip was retrieved without difficulty. No pt problems were reported.